Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, but before use on the patient, it was observed that the motor device would not run as intended. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device would not run as intended was confirmed. An assessment was performed and it was observed that the device failed the safety verification, and the teflon seal was protruding out of the swivel. It was further observed that the device was running at 66,848 rotations per minute (rpm) which is below the operational specification (75,000 rpm). During repair it was observed that the locking components were damaged causing the device to run in the safety position (device was power broken). It was also observed that the vanes were worn out causing the device to run at a low rpm. The assignable root cause of this condition was determined to be component damage (power broken) caused by user error, trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause of the teflon seal protruding out of the swivel and low rpm's was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.